Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was diagnosed by a health care provider (hcp) with a skin infection that was a abscess. For treatment, the patient was prescribed antibiotics cephalexin at 500 mg to take 1 tablet, twice daily for 10 days. The pod was discarded. No further details.